Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to pain at the anchor site. Preoperative evaluation identified that one of the leads demonstrated high impedance, which resulted in reduced effectiveness of the therapy compared to previous performance. The patient underwent a lead and anchor revision procedure wherein the devices were explanted and replaced. A midline incision over the anchors was made, which confirmed that the anchors were not unusually placed. One of the leads was replaced, although it could not be determined which specific lead. Postoperatively, it was determined that coverage had improved.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7145433, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: n/a, batch/lot number: 34066626, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the procedure due to pain at the anchor site. Preoperative evaluation identified that one of the leads demonstrated high impedance, which resulted in reduced effectiveness of the therapy compared to previous performance. The patient underwent a lead and anchor revision procedure wherein the devices were explanted and replaced. A midline incision over the anchors was made, which confirmed that the anchors were not unusually placed. One of the leads was replaced, although it could not be determined which specific lead. Postoperatively, it was determined that coverage had improved. Additional information was received clarifying that the linear lead with serial number (B)(6) was not replaced.

Manufacturer narrative:
The device sc-2218-50; (B)(6) was returned for analysis. Visual inspection under a microscope, as well as x-ray evaluation of the lead, revealed that two cables were completely fractured at the bent/kinked location of the lead. This bent/kinked area is situated near the set screw mark of the clik x anchor. The likely flexing of the lead at the exit point of the clik x anchor appears to have resulted in the reported complaint. A review of the device history record (DHR) confirmed that the device met all specifications prior to shipping, with no manufacturing deviations noted that could have contributed to the reported event. The allegations of high impedances and inadequate stimulation were substantiated. The observed damage pattern is consistent with mechanical stress caused by lead flexing at the anchor exit point, leading to elevated impedance and loss of efficacy. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause traced to component failure. The device sc-4318; (B)(6) was returned for analysis. External visual inspection revealed no anomalies. The clik x anchor exhibits normal device characteristics. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the reported event. A labeling review did not reveal any anomalies, as it states that persistent pain at the ipg or lead site and system failure, which can occur at any time due to random failure(s) of the components or the battery, are known risks. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may also occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections, and/or lead failure. The complaint of pain at the anchor site is confirmed. Evaluation of the returned clik x anchor demonstrated normal device characteristics with no evidence of malfunction or damage. Investigation findings indicate that the associated lead exhibited cable fractures at the clik x anchor interface, which likely contributed to high impedance, reduced therapeutic effectiveness, and localized pain. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause traced to another device. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: n/a. Batch/lot number: (B)(6). Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).